Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No device issue related to the reported high blood glucose was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction code. The customer's blood glucose (bg) level was 305 mg/dl. A bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. The customer reverted to insulin injections for insulin therapy.